Manufacturer narrative:
Results evaluation: (other): a review of manufacturing records could not be performed as the user facility did not record the lot number. The actual sample was not returned for evaluation. Based on history, this type of event is typically caused by the user pulling the catheter back against the needle bevel. The instructions for use has a precaution "never withdraw catheter back through needle."

Event description:
User alleges one incident that when they went to remove the catheter from the patient it was noticed that 2-3mm of the catheter remained in the patient. The patient was x-rayed and the portion of the catheter was located. Catheter was not removed.